Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5 x 16 mm graftmaster sds is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2017, an unspecified stent was implanted in the left anterior descending coronary artery. A perforation occurred, resulting cardiac tamponade and the patient went into cardiogenic shock. A 3.5 x 16 mm graftmaster stent delivery system (sds) was advanced; however, the device was unable to cross through the newly implanted stent and was removed. During advancement, the hypotube kinked, and upon removal, the hypotube separated at a location outside the patient anatomy. All separated segments were easily removed from the patient anatomy. A 2.8 x 16 mm graftmaster sds was advanced; however, this device was also unable to cross through the newly implanted stent and was removed without issue. A 7 french guide catheter was then used in order to allow the use of a guide catheter extension. A 3.5 x 19 mm graftmaster sds was then advanced and deployed, successfully sealing the perforation. Approximately 36 hours post procedure, the patient died from cardiogenic shock and cardiac tamponade, which were related to the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with the use of a coronary stent in native coronary arteries. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.